Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. The consumer reported that the last 3 times they tried to charge the ins, they will have the insr on for 2-3 hours and it will not charge to 100 percent. It was reported that there will still be an 8th of an inch left after 2-3 hour of charge. The consumer requested a replacement ins recharger. The consumer called and reported that they received the replacement recharger, but it is still not fully charging the implant. The consumer reported that the ins never reached full charge. The consumer reported that they will follow up with healthcare professional. No patient complications have been reported because of this event.

Event description:
Additional information received from the patient reported that there was appointment to meet with the managing physician about the implant not getting fully charge to 100%. The patient reported that they went a new charger, but the issue remains the same.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(6), product type: recharger. Product ID: 37751, serial# (B)(6), product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement recharger was received but the issue about difficulty recharging has not been resolved. The patient left a voice message and requested that they be contacted.